Event description:
A report was received that a patient had a pocket revision due to discomfort at the pocket site. The physician revised the patient's pocket site and the patient is reportedly doing well following the procedure.